Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, during a wedge resection of the right lower robe, the powered handle stopped firing in the middle of the second firing. The status indicator illuminated blue. A new reinforced reload was placed on the powered handle and the device was fired. When the jaws were opened after the fire, anchoring suture was not removed and the sheet of reinforcement material was peeled. A new reload was opened and used to correct the problem. The last known patient status is that he is doing good. No other adverse events were reported.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one reload. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. Functionally, the reload was loaded into a pmv representative instrument (powered handle) for functional testing. The reload loaded, unloaded, rotated, articulated, and opened and closed properly without difficulty. The interlock was overridden and the reload was then applied to test media. All staples were placed and the test media was cleanly transected. The trs material was properly placed. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record for this device lot number indicates non-conformances unrelated to the reported condition. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.